Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis.

Event description:
The customer reported that their AED indicated depleted batteries. Customer stated that the battery is not expired according to the labeling, but it will no longer power the AED. The reported event did not occur during patient use.